Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the tibial pilon fracture on (B)(6) 2019, a drill bit broke during drilling for a screw. A backup drill bit was used. X-rays were taken with an unknown result. The broken piece of the drill bit was left in the patient. There was a surgical delay of 5 minutes. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1) this is report 1 for 1 (B)(4).